Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, the newly placed left ventricular lead had a significant change in impedance. It was unknown if the impedance was high or low. The lead was explanted and not replaced. The patient was stable and recovering.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.1 cm. Analysis was completed. The lead was normal. No problems detected.